Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the right subclavian artery two balloons were reported to have burst. The products appeared perfect during pre-use product inspection. There were no anomalies noted during prepping and products were use following the instruction for use (IFU). The lesion was two cm in length with reference vessel diameter of eight mm. There was mild calcification and mild tortuosity present. An indeflator was use for inflation, however, after inflation duration of ten seconds the first balloon burst at six atmospheres (atm) and the second balloon at seven atm. Balloon inspection after withdrawal showed longitudinal tears in both balloons. There was no deflation difficulty, no vessel dissection, no separation of any part and there was no adverse consequence to the patient. Procedure successfully finished using another balloon catheter. The products have been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.